Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was revised due to perforation. The patient reported symptom of diaphragmatic pacing. There was no capture and sensing of r-waves had dropped upon interrogation. The lead was repositioned at the septum with no complications. This rv lead remains in service. No additional adverse patient effects were reported.